Event description:
It was reported that the user¿s pump stopped at the fill tubing step during a supply change because the infusion set connector was not fully attached, and the user required guided troubleshooting to restart and complete the process using a contact detach set with 23-inch tubing and a 6 mm cannula. Symptoms included no injury and no adverse physiological effects. Outcomes included restoration of normal pump operation without alarms. Investigation included technical support troubleshooting and user education. Investigation of this case revealed user setup error related to improper connector attachment, which resolved after reperforating the supply change per instructions. It was concluded that the event resulted from user handling and not a device malfunction.